Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a bilateral annexectomy procedure on (B)(6) 2023 and suture was used. The surgeon was suturing the aponeurosis at the end of the intervention. She jabs the needle, crosses the aponeurosis and grabs the other end of the needle with pliers, at this time the needle breaks at the weld between the thread and the needle and falls into the abdomen (a small piece of needle remains on the thread). Consequences: search for the needle in laparoscopy. Search for the needle with an image intensifier. Call other surgeons additional information was reqeusted.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary the product received for analysis was identified as product code jv988. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, h6 type of investigation, h6 health effect - impact code additional information was requested, and the following was obtained: what instruments were used to grasp the needle? A needle holder. Where was the needle grasped during use? At the junction level with the strand. What was the size of the broken needle fragment? 4/5 - 1/5 were the needle piece(s) retrieved during the same procedure? Yes, after 3 hours. Does the piece/device remain retained in the patient's tissue? No. If the piece(s) were retained, where are they located/in what structure? N/a if retained, were there any patient consequences? N/a if retained, are there plans for removal of any remaining fragments? N/a the diagnosis and indication for the index surgical procedure? Laparoscopic adnexectomy. What was the initial approach for the index surgical procedure? Laparoscopic. On what tissue was the suture used? Umbilical aponeurosis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Fragile needle/ what is the patient's current status? The patient goes well, despite the 3 hours of anesthesia in excess.